Event description:
The pt reported having stopped using his scs sys approximately 1 year ago. Additionally, the pt reported experiencing ineffective pain relief for the past 6 months. The pt has declined intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.